Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the universal surgical manipulator (usm1) had repeated error 319 during arm draping. The customer performed system hard power-cycle multiple times, but the issue persisted. The procedure continued without usm1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 10/31/2025: ports were not placed prior to issue being identified and functionality was checked upon powering on. The system initially powered on without errors. Dvstat was contacted for troubleshooting and it was completed. A system hard power-cycle was performed multiple times, but the issue persisted. Surgeon decided to continue the procedure robotically with three arms. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to repeated error 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in system logs, the 319 error was found indicating a node not present error on the axes controller, carriage (acc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the 319 error was triggered, replicating the reported event. The unit was then installed on an in-house patient side cart fixture test platform (pftp) where the unit failed check all boards on the acc. A gold rolling loop fiber was installed, and the unit passed the required test, verifying that the rolling loop fiber to be the source of the fault. The complaint was confirmed based on the field evaluation/ and failure analysis. Failure analysis was able to conclude that the rolling loop fiber was found to be the root cause of the reported event.